Manufacturer narrative:
(B)(4). Pump passed self test and displacement test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace at u1 keypad assembly. Pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump casing was cracked. Customer stated that the insulin pump had hardware low level failure alarm. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.